Event description:
We have had an issue with hand (not rapid infusing) flushing a peripheral IV with a syringe of saline through the 325 psi micro extension set. The saline syringe flushes fine, if you take the cap of the extension set the cap flushes fine, you place it back onto the extension and it will not flush. It is as if there is an occlusion in the tubing or at the IV connection end. I have it in my office, of course no lot number or anything as the packaging was thrown away. This was given to me from the nursing department and they did mention that this has happened several times. Manufacturer response for extension set, 7n8300 extension set (per site reporter): excerpt from baxter email: please see message pertaining to a product complaint of catalog #7n8300. Baxter product code: 7n8300, lot # unavailable, 1 item available yet report of occurring "several times".